Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, the patient underwent a MRI of cervical spine due to neck pain and right shoulder pain. Impression: mild bilateral foraminal narrowing c5-6 and to a lesser degree c4-5. Mild segmental narrowing of the canal is noted at the c4-5 and cs-7 levels. On (B)(6) 2007, the patient presented for evaluation with complaints of neck pain. On (B)(6) 2010, the patient underwent a MRI of lumbar spine with and without contrast. Impression: there is evidence of postoperative changes l3-l4 and l4-l5 but no evidence of disc abnormality or epidural enhancement/abscess or mass identified. The findings appear more significant at l5-s1 where there is a right paracentral broad-based disc bulge or protrusion which contours the right anterolateral thecal sac and impinges over the right lateral recess. The exiting s1 root is abutting the disc and correlation with physical exam and symptoms is recommended. There is a milder degree of disc disease identified at l1-l2 and l2-l3 which may cause variable degrees of foraminal impingement, although this finding is uncertain, and correlation with physical exam is recommended. On (B)(6) 2010, the patient underwent a CT myelogram of lumbar region in frontal, lateral, bilateral oblique, flexion and extension and swimmer's view. Impression: lumbar fusion with mature consolidation across l3-4 and l4-5. Moderate facet hypertrophy l4-5 and l5-s1. Tiny l1-2 left posterolateral broad-based protrusion, pressing on the thecal sac displacing several subjacent nerve roots but without definite evidence of root compression in the spinal canal. The disc material demonstrates evidence for posterior displacement of the descending left l2 nerve root extrapolated from the sagittal reformation series 9, image 24. On (B)(6) 2010, the patient underwent a surgery due to complain of low back pain and right lower extremity pain and paresthesia. Procedures: l5-s1 decompressive laminectomy. Right ls-s1 polar with 12 mm stax, with rhbmp-2/acs and connexus. L3-l4, l4-l5 and ls-s1 posterolateral fusion with autograft rhbmp-2/acs and connexus. L3 to s1 posterior instrumentation with 0-arm stealth 3d navigation. The patient underwent an x-ray of lumbar spine in 2 views. Impression: intraoperative localization for lumbosacral fusion. Fluoroscopy time was 33 seconds. The patient underwent a CT myelogram, which showed the previous fusion performed with bak cages with mild-to-moderate elements of fusion, l5-s1 severe degenerative disk disease and bilateral facet hypertrophy at l4-l5 and l5-s1. There was a herniated disk noticed on the right at l5-s1 with nerve root compression. Per op-notes, the l5 spinous process was removed with sir victor horsley and the soft tissue was removed from this and other bone pieces and used for autograft. It was chunked into matchsticks and used to be rolled inside of rhbmp-2/acs. The transverse process of l3r l4r l5 and sacral ala were then drilled with the midas rex high-speed drill to prepare for fusion. The st-360 instrumentation was then inserted in a standard fashion. Two crosslinks were placed. Prior to placing the instrumentation connexus was placed at the edge of the staxx products and at the interspace. The wound had been irrigated with copious amounts of irrigation and meticulous hemostasis was assured before we placed the rhbmp-2/acs. We then placed the rhbmp-2/acs in the posterolateral gutter from l3 to the sacral ala. We placed more autograft bone mixed with connexus in the posterolateral gutter. No patient complications. On (B)(6) 2011, the patient was discharged with diagnosis of discogenic low back pain. Status post l3-l4, l4-l5 anterior lumbar inter-body fusion in 1997. On (B)(6) 2011, the patient underwent an x-ray of lumbar spine in 3 views for follow-up. Impression: anatomic alignment of vertebral bodies, post inter-body fusion at l3 through s1. Pedicle screws and reinforcing rods are in place with posterolateral fusion changes also noted. On (B)(6) 2011, the patient underwent an x-ray of lumbar spine in 3 views. Impression: stable postoperative changes. On (B)(6) 2011, the patient underwent an x-ray of lumbar spine in 3 views for follow-up on status post lumbar fusion. Impression: stable alignment of the l3 through ls vertebral bodies post interbody fusion and pedicle screw placement. On (B)(6) 2012, the patient underwent an x-ray of lumbar spine in 3 views. Impression: stable alignment of the lumbar spine post interbody fusion at l3-l4 through l5-s1. Pedicle screws are also noted, unchanged, with anatomic alignment overall. On (B)(6) 2013, the patient underwent an x-ray of lumbar spine due to complain of lumbar stenosis and degenerative disc disease. Impression: stable alignment of fusion hardware at l4 through s1.